Event description:
It was reported that noise was observed on the rv lead. The patient received inappropriate therapy, due to the noise being classified as vf by the device. The noise was reproduced with isometrics and pocket manipulation. The physician will monitor the patient.